Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. The device was received for evaluation. A visual inspection was performed and noted a damaged light blue main body. Function testing was performed which included leak testing, clear passage testing, and clamp function testing. Leak testing and clear passage testing were performed with no issues noted. During clamp function testing, it was noted that the twist sleeve would not lock into place due to the damaged light blue main body. The reported issue was verified. The cause of the damaged main body could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set connection was loose between the twist sleeve and the main body. The issue was noticed during use. There was no patient injury or medical intervention associated with this event. No additional information is available.